Event description:
The patient saw the doctor at the one week post-op visit. When looking at the xrays, the surgeon saw a screwdriver tip. It wasn't noticed during the case. Called warehouse to inspect instrument in question and the office confirmed tip was missing.

Manufacturer narrative:
Na